Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen was not displaying as intended. Reportedly, the display appeared "scrambled". Customer had elevated blood glucose levels (300 mg/dl). Customer delivered a manual injection to stabilize blood glucose levels. Customer indicated they have back up manual injections for continued insulin therapy.